Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was explanted but remains in service externally as a temporary pacemaker until a new system can be implanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Two weeks later, the system was replaced and this device removed from service. No further patient symptoms were reported.